Event description:
Physician implanted bone plate during orif procedure left thigh in 65 year old female subsequent to motor vehicle accident. Patient also had fractured right ankle which was placed in cast. Prior to incident, patient ambalating with walker but favored right ankle shifting loading to left and stressing femoral plate. Plate snapped in half over fracture in hip. Broken plate shows evidence of nine screws placed appropriately, but center hold at point of break shows no evidence. Eye examination shows possibility of metal fatigue.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration, telemetry failure, unanticipated adverse reaction - short term. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.